Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer often had to press buttons more than once. The customer¿s blood glucose was unknown at the time of incident. Customer reports the drive support cap appears normal. The customer was able to passed the self test. The customer state that the time was advancing and also state that back button sticks and the act button sticks. The customer also state that there was scratches on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify low battery alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act and up. Insulin pump received with minor scratched lcd window, (B)(4).